Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they passed away (captured under >fr report # 2916596-2025-04236). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including cardiac arrhythmia. Section 6 of the IFU, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient had a long history of paroxysmal atrial fibrillation but had been in normal sinus rhythm for some time. The patient re-presented with a sustained atrial fibrillation with rapid ventricular response on 31dec2024. The patient did not experience symptoms or any clinical compromise due to the arrhythmia, and no additional treatment was performed. The arrhythmia was not considered device or therapy related. The patient had a history of arrhythmia prior to left ventricular assist device (lvad) implantation. An implantable cardioverter defibrillator (ICD) had been implanted prior to lvad. The arrhythmia did not resolve.

Manufacturer narrative:
Section b: event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that warfarin was stopped and the patient remained off anticoagulation for several years. The patient developed atrial fibrillation in early 2025, so apixaban was started in lieu of warfarin.